Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing and no parts were replaced.

Event description:
It was reported that the 840 ventilator was inoperable. There was no patient involvement.